Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported that the insulin pump had an unresponsive keypad during a bolus attempt. The customer replaced the battery and received a battery alert with a button error alarm. The blood glucose reading was unknown. There were no significant events prior to the issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad traces. No button error alarms noted. Unable to test operating currents due to unresponsive buttons. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and missing the end cap sticker.